Manufacturer narrative:
This report is being submitted as follow up no.2 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explant date - the device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an aneurysm after the use of the angio-seal device.

Event description:
Additional information was received 29july2019: the aneurysma was on the right side after the angio-seal device. The woman has heavy vascular disease, the aorta was already not ok. The patient only got a diagnostic. A 6fr sheath was used. The angio puncture site was made. There was no complications at the puncture site or with entering or removing the devices.

Manufacturer narrative:
This report is being submitted as follow up no.1 to update sex and to provide additional information to the event section. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.